Event description:
The customer reported that during a pancreatectomy, the device sealed the vessels but then re-bleeding occurred shortly afterward at the seal sites. Reportedly, endtones, indicating completed seal cycles, were heard when the seals were made, and there were no regrasp alarms. The specific amount of bleeding was not known but was described as less than 500cc, and no transfusion was necessary.

Manufacturer narrative:
(B)(4). One used device was returned and evaluated. Visual inspection found no defects. Functional testing was performed on porcine kidney tissue. Multiple seals on various size vessels were made in an attempt to duplicate the customer's complaint. All seal cycles completed satisfactorily, endtones were heard, and no re-bleeding occurred. The investigation found the device to function normally and within specifications. A device history review was completed and no entries pertinent to the customer's report were noted. Covidien could not confirm the customer's report.